Manufacturer narrative:
The endowrist vessel sealer instrument was returned for evaluation. Failure analysis did not confirm the customer reported complaint. Visual inspection did not find any physical damage to the conductor cable. The instrument passed electrical continuity testing. The instrument was installed into the instrument control box (icb) and the blue light indicator on the icb lit up indicating power was being delivered and unit was properly connected. Multiple self-tests were performed on the instrument and it successfully passed. The instrument was installed on an in-house system and passed energy activation with no occurrences of error codes or error messages. There was no loss of power or intermittent energy observed. Grip force testing of all wrist orientations were found to be within specifications. The instrument also passed the electrode gap test and the gap was found to be within specifications. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted procedure, the endowrist vessel sealer instrument did not seal the patient's tissue. While there was no report of any patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event if the failure mode was to recur. It is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument was sealing intermittently. Follow up with the initial reporter confirmed that the endowrist vessel sealer instrument was not operating as intended during the procedure and a new endowrist vessel sealer instrument was opened and used to successfully complete the procedure. There was no report of patient harm, adverse outcome or injury.